Event description:
Literature: fasano a, romito lm, daniele a, et al. Motor and cognitive outcome in patients with parkinson's disease 8 years after subthalamic implants. Brain. Sep 2010; 133(9):2664-2676. Summary: the authors evaluated a series of 32 consecutive patients who received continuous stimulation; 20 of these were monitored for 8 years. The authors indicated that at 8 years there was no significant increase of side-effects when compared with 5-year follow-up and therapy is a safe procedure with regard to cognitive and behavioral morbidity over long-term follow-up. However, the global benefit partly decreases later in the course of the disease, due to progression of parkinson's disease and the appearance of medication-and stimulation-resistant symptoms. Reportable event: it was reported that there were four patients who experienced a device-related adverse event; the four patients suffered a minor skin dehiscence along the cable course in the neck region due to bacterial infection, which was resolved by antibiotic treatment.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.